Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery remained static at 100% for a few days despite being in use. Review of the pump data logs by tandem technical support showed the battery depleted from 100% to 45% within one day. In addition, the customer reported the battery gauge jumped up to 100% without being connected to a power source. The customer's blood glucose level was 121-133 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.